Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the few stations were in disconnected mode and were not communicating with the es server. A technical support specialist confirmed that the issue was resolved by the customer. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es station was in disconnected mode and not communicating with es server. The customer reported that this malfunction occurred while dispensing the medication, and they had to access the medications from pharmacy, that caused a delay to the patient care. There were no adverse events or injuries reported based on this event.